Manufacturer narrative:
Device eval by manufacturer: the ekos endovascular device was returned for analysis. Visual inspection revealed that the infusion catheter had a separation at 39.5 cm from the strain relief. The ultrasonic core showed no abnormalities. Functional testing was completed by connecting the device to an ekos console and running the infusion process for an hour. No alarms or issues occurred during functional testing. The reported error message was not confirmed.

Event description:
Reportable based on device analysis completed on 25nov2024. It was reported that a 106 x 24 cm ekos endovascular device was selected for use in a unilateral ekos procedure for subclavian vein thrombosis. Brachial access was obtained. After six hours of treatment, an e311 error message occurred. Troubleshooting was attempted by changing the channel and changing the connector interface cable (cic), but this was unsuccessful. Therefore, the procedure continued by using the ekos device as a simple infusion catheter. No patient complications were reported. However, device analysis revealed that the infusion catheter was separated. It was further reported that the infusion catheter damage occurred upon removal from the patient; however, there was no perceived difficulty removing the device.